Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was stuck and could not be opened. A field service engineer found no issue with the drawer. Tested all drawers and no stuck drawers were found, and all units tested successfully. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this incident.